Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate. A computed tomography scan found no fluid remaining in the cylinders and reservoir. Upon explant of the device, it was confirmed that fluid was absent in the entire system. A new ipp was implanted. No patient complications were reported.

Manufacturer narrative:
Upon receipt of this inflatable penile prosthesis at our quality assurance laboratory, the returned components underwent a thorough analysis. Both cylinders were visually inspected, and leak tested. Both cylinders passed visual inspection and there were no visual damages or abnormalities found. Both cylinders passed the leakage test. The pump was visually inspected. Microscopic observation identified bodily fluid contamination within the pump. The pump passed leak testing. To avoid damaging the test equipment due to the contamination, the pump was not functionally tested. The reservoir was visually inspected and leak tested. The reservoir passed visual inspection and there were no visual damages or abnormalities found. The reservoir passed leakage test. Based on the information available and analysis results, the reported inflation issue and fluid leak were unable to be confirmed and the cause was not established.

Event description:
It was reported that this inflatable penile prosthesis (ipp) would not inflate. A computed tomography scan found no fluid remaining in the cylinders and reservoir. Upon explant of the device, it was confirmed that fluid was absent in the entire system. A new ipp was implanted. No patient complications were reported.